Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR report #1627487-2016-05152, #1627487-2016-05153. It was reported the patient was not receiving effective pain relief from the cervical scs system. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reference MFR. Report#s were inadvertently documented incorrectly. The reference MFR report# should be listed as: 1627487-2016-06153 and 1627487-2016-06152.

Event description:
Device 3 of 3. Reference MFR report #1627487-2016-06153; reference MFR. Report#1627487-2016-06152. Follow-up identified during permanent implant on (B)(6) 2017 the physician reported the leads and extensions remained implanted from the prior cervical system. Furthermore, it was determined that the existing equipment was not usable due to the leads being cut. As a result, the leads and extension were explanted and replaced with a different scs system. Therapy was confirmed (B)(6) 2017 and the patient's satisfied with coverage. This issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2016-05152, #1627487-2016-05153. It was reported the patient's scs system was explanted. The sjm representative was no present at the explant procedure, and therefore the exact explant date is unknown.